Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: confirmed, not part of specification. Investigation conclusion: based on the investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by the customer. Batch record review: the batch 1736987 met the acceptance criteria when shipped. The manufacturing process is not under investigation for this complaint. Root cause description: during supplier investigation it was found that the wrong boxes had been labeled with not for human use (nfhu) due to human error. The procedure also did not mention that performance qualification parts are not to be identified as nfhu at that time. The customer has been notified of this issue and have been informed that the parts can be used for human use. The customer also questioned the expiry date on the labels; this was also communicated back that bd uses a standard format of yymmdd. This issue has not been previously identified and will be registered in the quality systems for trending purposes. Rationale: confirmed, not part of specification.

Event description:
It was reported that prior to use it was discovered that the label had an incorrect expiration late as well as labeled "not for human use with a bd ultrasafe¿ x225l pr yellow. The following information was provided by the initial reporter: (2 of 2) the receipt of yellow plunger rods has two issues preventing formal receipt as detailed below: the expiration date of the components is in question. The product label states 230118 which implies the materials expired 23/jan/2018. There was no cofa issued with shipping paperwork as per the attached documentation. The product is labeled ¿not for human use¿.